Event description:
MRI compatible IV pump programmed for patient ((B)(6)) for dexmedetomidine infusion and bolus. When pump started, alarm occurred asking to check "secondary infusion" although a secondary infusion was not programmed to be used.